Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was fracture while in the body. The customer's blood glucose was unknown at the time of incident. The customer also reported that the sensor had change sensor alerts. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. No broken or missing parts were observed during analysis.